Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Device not returned to manufacturer.

Event description:
It was reported that the driver tip (tw1.25l) had fractured off into the abutment. The doctor was able to remove the fractured portion of the driver without damaging the implant. Another abutment will be placed at a later date.

Manufacturer narrative:
One non-engaging abutment collar was returned for inspection. The abutment shows signs of damage at the internal drive feature, and a fractured piece of the driver was noted within the drive feature. The remainder of the driver was not returned for inspection. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed and the following information was identified: instructions for use for zimmer dental implant systems 4894i rev 3-07/09. Information identified: seating of prosthetic components internal hex or octagon components - to properly seat these prosthetic components, place the abutment retaining screw through the abutment and place the assembly into the internal bevel at the coronal portion of the implant. Rotate it until the abutment drops into place. The male hex or octagon should seat fully in the female hex or octagon of the implant once the torque wrench has been used to tighten the abutment to 30ncm. A root cause for the complaint could not be determined. The following sections have been updated: (B)(4). The following section has been corrected: device availability. The fractured piece of the driver was returned along with the abutment.

Event description:
No further event information available at the time of this report.